Event description:
Pt had been sitting in his chair at home when the distal end of the right arterial site of the catheter just fell out. The pt did not do anything to cause that problem, he does not think, it just fell out. On 8/24/95 the pt had the catheter repaired.